Event description:
Drive medical has received a customer complaint and an attorney letter on a patient lift allegedly distributed by our company. The patient was being transferred out of bed but the aid had failed to lock the legs on the lift. As a result, the lift allegedly collapsed and the patient fell back down to the bed. It was alleged that the fall from the lift caused the plates in the patient's head from previous surgery to shift out of place, and consequently corrective surgery was performed. This MDR report is based on the customer complaint and attorney letter.